Event description:
The manufacturer received information alleging a device malfunction, service required code related to internal battery and the oxygen blending module. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure on the device's internal battery and oxygen blending module board were observed. The device's internal battery, oxygen blending module board and power management board were replaced to address the issues.